Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the led lights on the universal surgical manipulator (usm) 1 was flashing. The tse instructed the user to move the usm 1 with the clutch button and then restart the system. The user was instructed to perform a hard power cycle on the patient side cart (psc) and then powered it back on. The tse reviewed the system error logs, and found error 31009 on the usm1. The tse advised the user to reset the sterile adapter on the usm1, but the user stated that the wheels did not move. The user converted to a laparoscopic approach to continue with the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the accl was inspected, and no faults could be identified. Upon visual inspection, no issues were found. The probable root cause in this case is attributed to the axes controller, carriage logic printed circuit assembly. This issue was resolved by replacing the usm1.